Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the remote monitor's reader was overheating. Troubleshooting was performed and the resolution involved replacement of the reader. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24955, serial/lot#: (B)(6): the reader was returned and analysis revealed a radio frequency (rf) head battery failure. In addition, the remote monitor failed during interrogation test. Furthermore, the unit was charged for 30 minutes. Lastly, the radio frequency (rf) head was returned with gold contact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reader was replaced and returned.